Event description:
The patient underwent full revision surgery due to high impedance. The suspect device has not been received by the manufacturer to date. It was noted that during the surgery, lead pin reinsertion was attempted multiple times but the high impedance persisted. The surgeon did not note any obvious discontinuities in the lead. No additional relevant information has been received to date.

Event description:
It was reported that shortly after generator replacement, high lead impedance was seen. The patient had x-rays taken, and the patient was sent to the surgeon for further follow up. The x-rays have not been reviewed by the manufacturer to date. No additional relevant info has been received to date. No known surgical intervention has occurred to date.